Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that during an a-fib procedure, after connecting the catheter, about 3 or 4 of the catheter electrodes did not display any signals. Upon further follow-up, it was confirmed that the signals were lost on all the channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings on both navx (non bwi system) and ep recording systems simultaneously. The user proceeded by changing to a new catheter. No patient injury was reported.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.correction to section b5 of initial 3500a MFR # 9673241-2012-00032:since the submission of the initial 3500a report for this complaint, on (B)(4), 2012 additional information was provided, stating that the loss of signal was only on the lasso signals, and not on the body surface ECG signals, as initially reported. With this corrected information, this event reported under MFR # 9673241-2012-00032 is not indicative of a reportable event.(B)(4).

Manufacturer narrative:
(B)(4). It was initially reported that during an a-fib procedure, after connecting the catheter, about 3 or 4 of the catheter electrodes did not display any signals. Upon further follow-up it was confirmed that the signals were lost on all the channels, including the 12 leads of body surface ecgs and all ic (intracardial) recordings on both navx (non bwi system) and ep recording systems simultaneously. The user proceeded by changing to a new catheter. No patient injury was reported. Visual inspection of the complaint catheter noted that the catheter was found in normal conditions. The catheter was then tested against the complaint description. The electrical testing failed since rings number 3, 4, 8 and 10 did not showed any electrical continuity. The catheter was dissected and it was found that the wires inside the barrel were broken. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Although the root cause of the broken wire inside the barrel could not be identified, it is unlikely that this issue is manufacturing related since there is a 100% testing for electrical characteristics.